Event description:
It was reported by and attorney that the patient underwent a hernia repair on (B)(6) 2013 to treat an incarcerated epigastric hernia, and a hernia mesh was used using 4 transfascial sutures. It was reported that the patient was readmitted on (B)(6) 2014 due to a linear tear in the midst of the previously implanted mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.